Manufacturer narrative:
H3 other text : customer requested remote service - customer performed evaluation.

Event description:
It was reported that the device shows no figure in lead line. There was reportedly no patient involvement. The customer inspected the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the lead wire, which was replaced by the customer, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device shows no figure in lead line. There was reportedly no patient involvement.